Manufacturer narrative:
Citation: groning m et al. Infective endocarditis in right ventricular outflow tract conduits: a register-based comparison of homografts, contegra grafts and melody transcatheter valves. Eur j cardiothorac surg. 2019 jan 29. Doi: 10.1093/ejcts/ezy478. [Epub ahead of print] earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the incidence of infective endocarditis in right ventricle-to-pulmonary artery conduits. All data were collected from a single center between may 1977 and september 2016. The study population included 311 patients (predominantly male; mean age 17 years), 109 medtronic contegra valved conduits were implanted in 97 of those patients, 64 medtronic melody bioprosthetic valves were implanted in 61 of those patients, and 1 patient was previously implanted with a medtronic freestyle bioprosthetic valve. No serial numbers were provided. Among all contegra and melody patients, adverse events included: valve-in-valve implantation (melody valve placed inside contegra conduit), repeat transcatheter pulmonary valve replacement (second melody valve implanted), infective endocarditis classified as definite (blood cultures tested positive for candida albicans, streptococcus sanguinis, staphylococcus epidermidis, staphylococcus aureus, streptococcus gordonii), and elevated gradients. Based on the available information, medtronic product may have caused or contributed to these adverse events. For the freestyle patient, adverse events included: valve-in-valve implantation (melody valve placed inside freestyle valve). Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.